Event description:
On (B) (6), 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of his mother alleging an unknown issue with a one touch ultra 2 meter. The reporter mentioned that the patient was in the hospital because of the meter. According to the reporter, the patient informed him that she "just couldn't get it to work" and it "wasn't reading right." The reporter also mentioned that emergency medical services (ems) treated the patient with IV fluids and that she was in the hospital because her blood glucose was high and "up to 500." It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what the alleged issue specifically was, what date/time the alleged issue began, what her last meter reading was before the alleged issue began, what date/time the last meter reading was obtained, and what her last meter reading was before she received the reported medical treatment. In addition, it would have been helpful to know if the patient allegedly developed symptoms because of the reported issue, what actions the patient took in response to the alleged issue, what actions the patient took before she received the medical treatment, and what her hospital diagnosis was. The alleged issue was reportedly resolved with troubleshooting. The reported test strips provided by the reporter had expired in december 2009. The meter, test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed, the patient was in the hospital and receiving treatment for high blood glucose as a result of the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.